Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed, and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal band ligation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, it was observed that the string was not tied properly at the right position. The physician then checked the banding set and attempted to deploy the first band before he passed the endoscope inside the patient. However, when the handle was turned, four bands were deployed at the same time instead of one band. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.